Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of the system monitor having a blank screen was confirmed via product testing. The heartmate system monitor (serial #: (B)(4) ) was serviced on 02nov2021 at the abbott service depot. During testing it was found that the system monitor had a blank screen, confirming the reported event. The main pcb was replaced, and the monitor was able to function as intended. The system monitor was able to pass all stages of testing after the part exchange. The unit was returned to the customer site and the main pcb was forwarded to the abbott product performance engineering (ppe) lab for further analysis. During further testing, the system monitor main pcb was placed in a test system monitor fixture and connected to a power module. The unit was not able to power on and produce a display. During testing, it was observed a fuse on the pcb was damaged. This component was replaced, and the unit was able to power on and produce a display. The root cause of the reported event was determined to be from a damaged component. The root cause of the damage was unable to be determined. The device history records were reviewed and the records revealed vsm-2744 was manufactured in accordance with manufacturing and quality assurance specifications. The heartmate iii instructions for use section 7 ¿ ¿alarms and troubleshooting¿ and the heartmate iii patient handbook section 5 ¿ ¿alarms and troubleshooting¿ explains how to properly interpret and troubleshoot all alarms. The heartmate iii instructions for use section 8 ¿ ¿equipment storage and care¿ and the heartmate iii patient handbook section 6 ¿ ¿caring for equipment¿ explain how to properly care for the equipment. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that a system monitor had a blank screen; it was sent in for repair.